Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) imaging. A watchman fxd double curve access system (was) was inserted and advanced along with a 40mm watchman flx pro closure device and delivery system (wds) which was inserted and deployed in the laa. A partial recapture was performed three times to optimize positioning. During the fourth deployment, tee at 90 degrees and 135 degrees demonstrated approximately one-third protrusion on the inferior and posterior aspect; however, anchor stability, device sizing, and seal were acceptable, and overall device frame contact within the laa appeared appropriate. During this release criteria assessment, hazy echo was noted within the closure device, and a thrombus-like finding measuring approximately 13.7 mm by 8 mm was visualized at the threaded insert/screw region. The activated clotting time (act) at that time was 275 seconds. Additional heparin was administered, and aspiration was performed through the wds with the core wire connected. Approximately 150 cc of blood was aspirated, and several large clots were retrieved. Repeat tee imaging demonstrated no significant residual thrombus at the screw site, and due to the desire to minimize left atrial dwell time, the closure device was released and implanted. At this time, a string like thrombus measuring approximately 7 mm in length was visualized adjacent to the closure device on tee. Heparin therapy was continued with a subsequent act of 374 seconds. The procedure was concluded. The patient remained neurologically intact post-procedure and is being observed. No patient adverse event occurred.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) imaging. A watchman fxd double curve access system (was) was inserted and advanced along with a 40mm watchman flx pro closure device and delivery system (wds) which was inserted and deployed in the laa. A partial recapture was performed three times to optimize positioning. During the fourth deployment, tee at 90 degrees and 135 degrees demonstrated approximately one-third protrusion on the inferior and posterior aspect; however, anchor stability, device sizing, and seal were acceptable, and overall device frame contact within the laa appeared appropriate. During this release criteria assessment, hazy echo was noted within the closure device, and a thrombus-like finding measuring approximately 13.7 mm by 8 mm was visualized at the threaded insert/screw region. The activated clotting time (act) at that time was 275 seconds. Additional heparin was administered, and aspiration was performed through the wds with the core wire connected. Approximately 150 cc of blood was aspirated, and several large clots were retrieved. Repeat tee imaging demonstrated no significant residual thrombus at the screw site, and due to the desire to minimize left atrial dwell time, the closure device was released and implanted. At this time, a string like thrombus measuring approximately 7 mm in length was visualized adjacent to the closure device on tee. Heparin therapy was continued with a subsequent act of 374 seconds. The procedure was concluded. The patient remained neurologically intact post-procedure and is being observed. No patient adverse event occurred.

Manufacturer narrative:
H6 device code corrected from use of device problem to adverse event without identified device or use problem - as it was incorrectly coded initially.